Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep met with patient and says their system works great but once a day the stimulation will randomly increase to an uncomfortable level and when they go to get their controller it shows the ma above 3 when it¿s normally set at 2.1. Rep has no explanation for this. Impedance is normal, we popped the battery out and put back in. The only other thing rep could think of was the check adaptive stim which none of their numbers were above 2.7. Rep turned the adaptive stim off and will see if that takes care of the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.